Event description:
The hospital reported that during a preparation for coronary artery bypass procedure, the heartstring iii came apart. The reporter stated "upon review of the device, the heartstring seal remained inside the loading tool and detached from the delivery device during preparation". A replacement device was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. (B)(4).